Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated. The device was put through extensive testing including bench handling and full ECG functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed a single occurrence of a device reset. However, a single occurrence does not necesarily indicate a device malfunction. We were unable to determine the cause of the reset. No trend is associated with reports of this type.